Event description:
Pt was lifting approx 200 pounds when they experienced pain, which increased steadily until visit to doctor eight days later. X-rays showed pt had broken the rod in femur proximally, at one of the interlocking proximal screwholes. Pt was admitted to the hospital the next day for surgical removal of the broken rod, and replacement. Femur found not to have been completely healed. Im rod failed due to patient misuse.